Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 300 mg/dl. However, the customer stated elevated blood glucose level was not due to the pump or the reported issue as they were disconnected from the pump while at the pool.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.